Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device a disconnection occurred resulting in blood to leak out onto the bed of the patient. As a result, patient's blood pressure dropped and additional IV pushes of vasopressors were given. Intensive care unit was needed to assist in resuscitation.